Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: if use implant, p/n 7045-90, lot# i0755, manufactured 07/26/13, expires 2018-07, (B)(4). Ifuse implant, p/n 7035-90, lot# 154277, manufactured 03/29/13, expires 2018-03, UDI 00859256003279. If use implant, p/n 7035-90, lot# i0374, manufactured 01/29/13, expires 2018-01, UDI 00859256003279.

Event description:
In (B)(6) 2013, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient had pain relief following the surgery but later complained of returning pain. The surgeon decided to remove the implants and add different hardware. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the bottom two implants. It took considerable effort to remove them with a mallet as they were solidly fixed in bone. He tried to remove the superior implant but was unable to remove it as it too was solidly fixed in bone and decided to leave it in place. He then added different hardware. He did not use bone graft to fill the explant holes. The status of the patient following the revision surgery is not yet known.